Manufacturer narrative:
Per the clinic, the patient was hospitalized (date and duration not reported) and was treated with oral and IV antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient developed an infection at the magnet site, exposing the receiver/stimulator. The device was explanted (specific date not reported) and there are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-04051.